Manufacturer narrative:
The investigation into limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact email was reported incorrectly on manufacturer device report (B)(4).

Manufacturer narrative:
B.2 the exact date of death is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had an impella cp pump supporting a patient admitted in after arresting in the field. The patient was suffering from an st elevated myocardial infarction, pulmonary edema, coronary artery disease, and was on continuous renal replacement therapy. The team observed bilateral limb ischemia and the team placed an antegrade sheath. The family withdrew care and the patient expired.